Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119490.

Event description:
It was reported that the patient presented with intermittent under-sensing exhibited by the right atrial lead. No further information was available.